Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 08mar2017. The heartmate ii lvas IFU, rev. B, lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined through this investigation. The account communicated that the patient expired on (B)(6) 2020 and (B)(4) was operating as intended. An autopsy was not performed and (B)(4) will not be returned for evaluation. The account is unable to provide any further information regarding the event. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired and that the device operated as intended.